Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of the device turning off by itself was not confirmed. The pcu event log shows that on (B)(6) 2017 the pump module was infusing at a rate of 100 ml/hr. At 12:41 pm, a channel disconnect occurred and the infusion was stopped by the user. The channel disconnect was for a communications down issue and did not turn the device off. During inspection, it was observed that all of the iuis from the 3 returned pump modules and the pcu were dull and some were slightly discolored and had signs of corrosion. Functional testing was performed and was unable to replicate a channel disconnect. It could not be determined if contamination on a pin or pins contributed to the channel disconnect but was later removed during the inherent wiping action of removing and attaching the pump module. The date code of the suspect module¿s male right iui connector was 06/09. The date code of the female left iui connector of the concomitant pump module which was likely attached was 11/08. The root cause of the report of the device turning off by itself was not identified.

Event description:
The customer reported an ongoing issue in which devices get slightly bumped or moved, then turn off and have to be rebooted and reprogrammed. A specific event was reported to have occurred while the device was in use during a code resuscitation. There was no report of patient harm due to the event, and no other details were provided.